Event description:
A device reported a service message during maintenance. There was no patient involvement.

Manufacturer narrative:
Summary: review of the device's electronic history file indicated that the device was attached to a simulator and that it indicated that a shock was required. It then cancelled the shock and reported a service message. Testing performed has been unable to reproduce error mode reported. The investigation remains open. Results: the actual device has been evaluated. Testing performed has been unable to reproduce error mode reported. No conclusions can be made at this time. The investigation remains open.